Manufacturer narrative:
Returned device was received in poor physical condition. The device was missing a battery, had a broken tubing guide, and a cracked right plunger case. Evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to duplicate the reported issue. The speaker was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with a system error. There were no adverse events reported.

Manufacturer narrative:
Other, other text: , corrected data: h2: see a1, b3. B5, and h6 (patient code).

Event description:
Additional information was received indicating that the issue occurred prior to use and there was no patient involvement.